Event description:
Customer reported having sensor glucose of 64mg/dl, then 54mg/dl. Low was treated with glucose tablets. Customer takes monjaro with her insulin. Customer also said the date was wrong and was corrected from (B)(6), 2025 to (B)(6) 2025 prior to the call. Smarguard was used. Customer discontinued the pump because reports to help her with the lows were not accessible in carelink. Pump returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0876 inches. Successfully downloaded history files and traces using thump. Could not find bolus daily delivery total or basal daily delivery total in pump history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test sc1-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. No device problem found during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose. The customer reported a blood glucose value of 54 mg/dl. The change sensor beeped on the way to the health care professional. The sensor lasted 7 days. Changed the sensor after the appointment. The event involved product(s) mmt-332a, mmt-242a, mmt-7040a, mmt-1884. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the low blood glucose and the customer was using the auto mode feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump is over-delivering. The customer had to change the sensor led up to the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned.